Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention cassettes. Retention cassettes were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. The customer returned one used cassette which was visually inspected. It was noted that the background of the cassette was yellowish in color with an evident control line. There was no test line present on the cassette. The customer's complaint could not be confirmed since the cassette was returned used. If the customer could provide unused cassettes or specimen, further investigation could be pursued. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided.

Event description:
It was reported by a distributer that unconfirmed positive hcg results have been occurring on the urine hcg cassettes when the patients are not pregnant. Although requested, no further information has been received.